Manufacturer narrative:
No patient was involved with this event, so no patient demographics are applicable. This issue has intermittently recurred at this site. The following troubleshooting has taken place: on (B)(6) 2016 - verified there were no positioning sensor unit (psu) or polaris spectra system control unit (scu) errors within the system logs. The issue could not be replicated and the system is fully functional. On (B)(6) 2016 - the issue recurred and the camera was found to be cycling during a scheduled preventative maintenance visit by medtronic personnel. The software was upgraded and the cycling ceased. On (B)(6) 2016 - the issue recurred and the camera cycled during a procedure. A replacement camera shipped to the site. On (B)(6) 2016 - the camera was replaced on-site. A medtronic representative performed a navigation system check-out, all areas passed. The medtronic representative was not able to replicate the reported issue. The camera was navigating and working fine even when in nav for almost an hour. As a precaution, the medtronic representative replaced the io hub, io communication cables and positioning sensor unit (psu) communication cables. Checked the navigation system after replacing each part individually and never got the camera cycling issue. Issue resolved. System performed as intended. No further issues have been reported. On (B)(6) 2016 - medtronic investigation of returned suspect camera finds that when connected to a known good system, the psu had difficulty tracking in the middle and back of the volume. There were no messages of "localizer not connected". The psu failed the accuracy assessment kit (aak) test at 1.21 mm. The passing threshold is .35 mm. Failed diagnostic test. Electrical failure. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database. No other parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported intermittent camera operation on the navigation system. The camera reportedly cycled 5 times while in the cranial application. After it cycled 5 times, the camera regained normal functionality. This occurred outside of any patient involvement. No additional details were provided.

Manufacturer narrative:
The following hardware components were returned to the manufacturer for analysis: I/o hub was set up on our bench tester with scu-I/o hub cable and usb cable that were returned for this case. This configuration was tested for ~24 hours without any issues. No fault found. Usb cable continuity was tested and there are no opens or shorts. Cable was set up on our bench tester with I/o hub and scu-I/o hub cable that were returned for this case. This configuration was tested for ~24 hours without any issues. No fault found. The returned scu to r/a psu cable was found to be in good condition and passed a continuity test with no opens or shorts detected. No problem found. Tested scu to I/o hub cable continuity and there are no opens or shorts. Cable was set up on our bench tester with I/o hub and usb cable that were returned for this case. This configuration was tested for ~24 hours without any issues. No fault found. Initial evaluation of the computer found that it was returned unused however packaging had been opened requiring further testing. Currently under analysis. No problems were found with the returned components. As previously reported the issue was resolved by replacing the positioning sensor unit (psu).

Manufacturer narrative:
The computer was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.